Manufacturer narrative:
The event is currently under investigation.

Event description:
The catheter was leaking at hub, and site was tender to touch and red. Line was replaced with a new line.

Manufacturer narrative:
(B)(4) investigation ¿ evaluation a review of the complaint history, device history record, instructions for use (IFU), specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device using magnification confirmed a separation in the catheter material, which was located 7.3 cm from the distal tip. A leak test was performed, and a leak was noted at the base of the taper of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.